Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer reports during surgery, a patient was wearing anti-embolism stockings and receiving intermittent pneumatic compression. After surgery, the patient reports pain and was evaluated by a physiatrist who confirmed a diagnosis of mononeuropathy for popliteal sciatic compression.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.